Event description:
Info received indicates the bed has no trendelenburg or reverse trendelenburg functions working.

Manufacturer narrative:
The technician found the trend switches were out of adjustment and the yoke assembly needed lubricating. The technician adjusted the trend switches and lubricated the yoke assembly to repair the bed.